Event description:
Patient in operating room for surgical procedure. While irrigation during diagnostic laparoscopy, 0.5 cm clear plastic piece seen on ovary. Unknown where the piece came from. Removed by surgeon. Per surgeon, the piece of plastic was given to the circulator, saved and sent to pathology. We did not see it at the beginning of the case when we examined the ovaries. The small plastic ring was found towards the end of the case, when we were irrigating. No other foreign objects were found in the abdomen upon survey. From the history obtained, pt has not had other intra-abd procedures (has had cystoscopic/ureteroscopic procedures and egd/colonoscopy). We were not using any laparoscopic instruments that had a plastic ring. Surgeon can think of three possible sources. Since the ring of plastic was found while suctioning/irrigating, it could have been expelled from the inside of the suction irrigator. Another possibility is a piece of the distal segment of one of the plastic step trocar sheaths may have broken off. Another is that the plastic ring may have been in one of the ports and was pushed into the intra-peritoneal cavity when an instrument was introduced. Sent to operating room leadership and central sterile manager for additional input. Per operating room leadership, the piece of plastic certainly looks like it is from one of the plastic trocar sheaths. I asked our general surgery tech specialist, who confirmed my suspicion. The sheathes are disposable, meaning they come from the manufacturer, they are opened directly onto the field, and we throw them away after the case. Our csd department does not process them. They are plastic and cannot be flashed.